Event description:
Nurse (B) (6) reported in her letter that she was observing a surgery procedure. During surgery, the surgeon appeared to have problems with the spacer. After filling the spacer with bone material, the spacer became loose. It was not possible to fix it another spacer was used to complete the surgery.

Manufacturer narrative:
Additional information has been requested; any additional information obtained at the conclusion of the investigation will be submitted in a supplemental report.